Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The insulin pump was received with corroded motor home switch, alarmed power supply test failed during self-test due to corroded electronic assemblies and failed leak; test leaked at a crack on back of the case. All buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications and passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had keypad overlay texture damage, cracked case battery tube and minor scratches on the lcd window.